Event description:
It was reported that the patient came to the clinic for a check-up, due to problems with her speech processor for 2 weeks. According to the clinician, no technical problems could be found. Testing was carried out which confirmed that the device has malfunctioned. An x-ray was carried out on (B) (6), 2009 which confirmed the correct position of the internal device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.